Event description:
Boston scientific received information that during a revision procedure for another manufacturer's right atrial (ra) lead, the field representative experienced difficulty interrogating the pacemaker. It was noted that the device was able to be successfully interrogated the day before the procedure. Boston scientific technical services (ts) was consulted and it was found that the device was placed deep into the pocket. After pressing the programmer wand further into the patient's shoulder, a successful interrogation occurred. However once the leads were connected to the device after the revision procedure, they were unable to establish telemetry with the device even with several troubleshooting techniques. Subsequently the pacemaker was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.